Manufacturer narrative:
The baxter technician found the valve needed to be replaced. Per the baxter service manual the total care bariatric bed and total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on sep 04, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the valve to resolve the reported event. Based on this information, no further action is required.

Event description:
On 13-jan-2026, a company representative - service personnel contacted technical service to report that total care frame (product code p1900q007424, serial number (B)(6), had the CPR not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.